Manufacturer narrative:
One device was returned for evaluation. The device was visually examined and the tip was found to be separated from the body of the catheter. The complaint is confirmed. The root cause was significant force applied to the fuse zone. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints were found for this lot number.

Manufacturer narrative:
The suspect device did not return for evaluation. Photographs of the device were provided and examined. The tip was found to be separated from the body of the catheter. The complaint is confirmed. The root cause was significant force applied to the fuse zone. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints were found for this lot number.

Event description:
After placing a stent graft, the tip of the catheter separated inside the patient. The fragment was retrieved using a snare without further complications to the patient.